Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on july 30, 2021. They reported that it was an internal issue that caused the stimulation to turn off on its own. The patient had to go into the hospital for help. A rep ran a test on it and since then it had been doing good. No further actions were necessary since the device had been working fine since the rep checked it. Patient weight was provided. Additional information was received from the manufacturing representative (rep) and it was reported that pt wasn¿t admitted to the hospital. Just an outpatient meeting in the pain physicians office. No test was done. Rep checked programming only and re-educated pt. She¿s on hd programming and the ins was being depleted and shutting off stim. She wasn¿t charging daily and would forget to charge the ins. The cause was hd programming depleting ins to the point it would shut off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt cannot feel stimulation. Caller stated pt usually has their stimulation set at 6.0-6.3 but they can no longer feel stimulation at those settings. Caller also reported that for about the last month pt's stimulation turns off by itself. Caller stated that pt's symptoms return and they will check their controller to find that stimulation turned off by itself. Caller confirmed that has happened about a half a dozen times or more over the past month or so. On the call patient service (ps) walked caller through resetting the controller and this did not resolve. Caller confirmed the controller battery level was at 50% and implant was at 70%. Caller confirmed stimulation was turned on and a green box was highlighted around group a on the home screen of the controller. Caller increased stimulation to 7.6 and pt confirmed that they could feel stimulation but it felt weak. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.